Event description:
The report received from the field indicated that a male pt had coronary angiography done approximately five yrs after the index procedure for cypher 3.0 x 33 mm stent implantation. The coronary angiography done indicated that the previously implanted cypher stent was fractured. Additional info has been requested but was not available at the time of this report. The procedural films were received and the preliminary review indicated that the cypher stent was implanted in the mid left anterior descending (lad) target lesion. The stent fracture was noted in the mid portion of the stent. The blood flow distal to the stent was noted to be sluggish. A percutaneous coronary intervention (pci) was done and another stent was implanted to treat the stent fracture and the blood flow was noted to have improved. The stent was post-dilated. There was no reported pt injury.

Manufacturer narrative:
The device remains implanted in the pt and is not available for inspection. Additional info will be submitted within 30 days upon receipt.